Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
It was reported that the patient had a failure of bone ingrowth into the component.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.